Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A picture of the valve was provided and confirmed suture loop. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. The cause of the event was due to unintended use error. Added information to d4, h4, and h6 codes.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information reviewed and picture provided the cause of the regurgitation was due to suture loop. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The cause of the event was related to implant procedure and surgical technique/factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification 25mm mitral pericardial valve was explanted after an implant duration of 5 days due to eccentric regurgitation observed on echo soon after implantation. On explant it was observed that three leaflets were asymmetrical. Per the medical team the issue might be due to improper implantation and highly likely the suture technique caused the problem. The medical team did not rule out the allegation of product quality. Another valve of the same model and size was implanted in replacement. After the procedure the patient was noted as to be doing well. No other information was available from the customer.